Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 550cc breast implant had a crease/fold on the posterior view extending to the anterior view. In addition, a tear was noted on the posterior view within the crease/fold measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) old caucasian female patient, who's undergone breast augmentation revision with two 550cc mentor memorygel breast implants, suffered spontaneous right breast implant rupture, post-procedure. The rupture was diagnosed via CT scan. As a result, the patient underwent bilateral implant removal surgery on (B)(6) 2021. When the devices were returned and evaluated, it was discovered that the left breast implant was also ruptured. This medwatch form is for the left breast prosthesis. The rupture on the right breast implant has been reported under mrn: 1645337-2021-10177.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 550cc breast implant had a crease/fold on the posterior view extending to the anterior view. In addition, a tear was noted on the posterior view within the crease/fold measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) old caucasian female patient, who's undergone breast augmentation revision with two 550cc mentor memorygel breast implants, suffered spontaneous right breast implant rupture, post-procedure. The rupture was diagnosed via CT scan. As a result, the patient underwent bilateral implant removal surgery on (B)(6) 2021. When the devices were returned and evaluated, it was discovered that the left breast implant was also ruptured. This medwatch form is for the left breast prosthesis. The rupture on the right breast implant has been reported under mrn: 1645337-2021-10177.